Event description:
During a follow up call, the customer stated that the paramedics were called to their house because the customer had passed out. Their blood glucose was 18 mg/dl, which was treated with glucagon by the paramedics. The customer was wearing the insulin pump at the time of the incident. The customer was not taken to the hospital. The customer stated that the reason for the low blood glucose was that they had not eaten and they were running around all day. The customer had questions about the feature of the insulin pump which were answered. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.